Manufacturer narrative:
(B)(4). Batch # n54z2f. The analysis results found that the cdh29a device arrived and with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n54z2f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: it was reported that this was a potential adverse event and that the operation time was delayed one hour. Were there any changes in the patient care as a result of the extended or time: no.

Event description:
It was reported that during an open surgery of rectal cancer, after fired, staples malformed reported; the surgeon found oozing little blood. The suture was used to sew the wound. The operation time delayed one hour.

Manufacturer narrative:
(B)(4). Corrected data from first supplemental medwatch: expiration date, manufacture date, available for evaluation & device return date, evaluated by mfg, evaluation summary, evaluation codes. Additional information was obtained: as sales re-checked, the hospital gave the wrong sample, the correct complaint sample has been discarded. The device which was returned did not have alleged quality issue. Per the event description, the file is still reportable as a malfunction. The device related to this complaint has been discarded.